Event description:
It was reported that during a laparoscopic duodenal switch procedure, during the sleeve portion of the procedure on the 5th firing with a blue load. As they were firing the device, the tissue was pushing out of the jaws of the device. After the device completed the fire, the device was opened and removed. After each firing, the surgeon checks the staple line. Bleeding occurred, it is unknown how much bleeding occurred and it is unknown if the patient received any blood products. All the staples at the distal portion of the staple line were malformed. The proximal staples were formed. The cut line was good. The surgeon grasped the tissue and a non powered echelon was pulled. The device was used to staple the inner portion of the cut line and had to hug the bougie tighter than normal. The surgeon completed the sleeve with the non powered echelon with no further issues. The surgeon decided to stop after the sleeve was created. The surgeon felt that he would put the patient in a higher risk if he continued with the duodenal switch. This decision was made due to the bleeding that occurred at the fifth firing of the powered echelon.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any blood products? During which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a reload loaded. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.